Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication of pneumonia is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's wife reported that since 2021, the patient felt like his lungs just gave out. In 2021, he did not talk at all or move without assistance. In (B)(6) 2022, a routine tubing replacement was performed. On (B)(6) 2022, the patient was coughing, febrile and was admitted to the hospital for approximately 16 to 17 days. On an unknown date, the patient was discharged home but was unable to breathe and readmitted to the emergency room. On (B)(6) 2022, the patient died of pseudomonas pneumonia.